Manufacturer narrative:
Continuation of d10: product ID 39565-65; serial# (B)(6) implanted: (B)(6) 2011. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6) , ubd: 22-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Brain MRI. Caller did x-ray to check for presence of scs system and sees a lead remnant in the t6-8 area. Reviewed head only conditions. When caller asked the patient, the patient indicated they had their scs system removed 6+ years ago. Further details in secure note. Update to prs sent via rtg.